Event description:
Customer called to report noticing some fluid under the coulter ac.t 5diff cap piercer (cp) instrument. The hemoglobin (hgb) lyse reagent showed to be at 44% and the bottle was empty. A new bottle was installed and customer suspected that the hgb lyse was running out faster than usual. The field service engineer (fse) inspected the instrument and observed that it was leaking hgb lyse reagent. The source of the leak was the reagent syringe (syringe 1, hgb lyse). The fse then replaced the syringe. There was no further evidence of leaking. The fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. The root cause for the leak was a broken reagent syringe. Customer stated that patient sample results were not affected, and that no one was harmed by or exposed to the leak.

Manufacturer narrative:
(B)(4).